Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw cracked while being re-installed to correct its position during surgery. It was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a screw cracked while being re-installed to correct its position during surgery. It was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts associated with this event.